Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm (diameter of aortic aneurysm 81.0 mm) and was implanted with two gore excluder aaa endoprosthesis featuring c3 delivery system. On (B)(6) 2013, follow up computed tomography (CT) determined the aortic aneurysm diameter measured 79 mm. During follow-up, 18 months after endovascular repair of aortic aneurysm, the patient presented with loss of the left femoral pulse. The diagnosis was compatible with occlusion of the left iliac axis within the gore device which was reported to have an onset date of (B)(6) 2015. On (B)(6) 2015, the patient underwent intervention and by-pass of the right external iliac artery and left common femoral artery was performed with a ptfe graft. The patient tolerated the procedure, and the occlusion and left leg claudication is reported to have resolved.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.